Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous cubital region. The f/g sterling otw 7.0 x 40/80 (4f) balloon ruptured at six atmospheres on the first inflation. The balloon was removed intact. The procedure was completed with a sterling otw 7.0x40/3.8/135 balloon. The patient status is listed as good with no complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probably root cause is operational context as device performance was limited due to anatomical procedural factors.